Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient is a (B)(6) year old female with past medical history of non-ischaemic cardiomyopathy (nicm) with heartmate 3 lvad, atrial flutter, rheumatic heart disease (status post mitral valve repair (mvr) on (B)(6) 2018), complete heart block (status post permanent pacemakers (ppms) ) presents with altered mental status (ams). In the emergency department (ed), the international normalized ratio (inr) was found to be >16.4. CT head showed large intraparenchymal hematoma with subarrachnoid hemorrhage in the right frontal lobe with a 7mm right to left midline shift and partial effacement of the right lateral ventricle. Patient was found to be more somnolent in the ed with snoring noises with respirations, and was intubated for airway protection. It was ordered 4 units of freszh frozen plasma(ffp), 1 units of platelets and given keppra 2 grams. A repeat CT head was taken which showed worsening leftward midline shift measuring 1.5cm previously 0.7 cm and subfalcine herniation with effacement of the suprasellar cistern suggesting uncal herniation along with worsening compression of the right lateral ventricle and asymmetric enlargement of the left lateral ventricle. The decision was made to take the patient to the or for emergent hematoma evaculation. In the or, patient had a right craniotomy and evacuation of hematoma with intraoperative ultrasound. During the procedure she was noted to have dense multicompartmental hematoma. Intraoperative ultrasound suggestive of ipsilateral duret hemorrhage. Her brain edema continued to worsen throughout the surgery, and the bone was left off. She arrived at the ccu and immediately went for repeat head CT which showed catastrophic swelling and diffuse edema. Neuro ICU was at bedside and noted the absence of some brainstem reflexes.goals of care discussions were had with the family and she was made comfort care on (B)(6) after the family had an opportunity to visit. Patient passed away peacefully on the evening of (B)(6) 2020 and the lvad was disconnected at 18:30.